Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the battery not lasting a day. Caller stated that last night, the insulin pump shut off without any alarms. Caller could not check the alarm history as the pump was not with her. It was explained that it could be the battery cap. Caller was advised to call back after trying a new battery cap first.